Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had low impedances and could not enter MRI mode. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead ends were removed from the ipg tested externally showing normal impedances and then reinserted into the ipg where the levels remained normal. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.